Manufacturer narrative:
(B)(4).

Event description:
During follow-up, automatic mode switching due to atrial lead noise was noted. Lead insulation damage was suspected. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual examination found damage consistent with explant procedure. No insulation abrasion was noted. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination of the entire lead was normal, no anomalies were noted.